Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Physician reported right side rupture. Device remains implanted. Healthcare provider later reported edema and pain, as well as "periprosthetic liquid in the right breast and loss of continuity of the implant."

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Physician reported right side rupture. Device remains implanted. Healthcare provider later reported edema and pain, as well as "periprosthetic liquid in the right breast and loss of continuity of the implant."